Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right unknown mentor saline prosthesis. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with unknown mentor saline prostheses experienced deflation on the left breast prosthesis post procedure. Doctor¿s office confirmed the deflation. As a result, the patient underwent removal and replacement with unknown gel prostheses on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the concomitant device was also deflated upon receipt. The deflation of the concomitant device will be reported in (B)(4). Concomitant products: unknown saline implant on (B)(6) 2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device contained no fluid. During evaluation the device appeared with a rent measuring 2.0 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were observed. Given that no lot number was provided, a device history record (DHR) review cannot be performed. If the lot number becomes available, the DHR review will be performed. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/8/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).